Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the unspecified bd insyte¿ IV catheter there was an issue with needle separation. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received 10 representative samples for investigation and was not able to verify the complaint. Functional testing was performed by pulling the cannon needles and none of them dropped. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot. Conclusion(s): based on the investigation results to date the root cause was not determinate for the defect of this complaint due to lack of objective evidences.

Event description:
It was reported with the use of the unspecified bd insyte¿ IV catheter there was an issue with needle separation. There was no report of injury or medical intervention.